Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while preparing this cardiac resynchronization therapy defibrillator (crt-d) system for a magnetic resonance imaging (MRI) scan, the health care professional (hcp) sent the field representative a picture showing high out-of-range pace impedance measurements on the right atrial (ra) lead and right ventricular (rv) lead. However, review of medical records revealed that this crt-d system did not have a ra lead. For the lv lead, the programmed vector showed in-range impedance measurements, but the overall impedance was considered out of range due to the other vectors. Technical services (ts) discussed troubleshooting options and programming considerations, and further lv evaluation was recommended. Isometrics and serial impedances were performed in multiple vectors, and no noise and no out-of-range pace impedance measurements were observed in-clinic. This lv lead remains in service. No adverse patient effects were reported.